Manufacturer narrative:
H.6. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9106852. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter. "The patient needs infusion treatment. After placing the intravenous indwelling needle in the superficial vein, the y-type catheter has poor sealing performance of connecting the base end of the catheter and the cap. Bring the pain of re-puncture to the patient, resulting in fluid waste, indwelling needle loss of one."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the patient needs infusion treatment. After placing the intravenous indwelling needle in the superficial vein, the y-type catheter has poor sealing performance of connecting the base end of the catheter and the cap. Bring the pain of re-puncture to the patient, resulting in fluid waste, indwelling needle loss of one."